Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the left ventricular (lv) lead exhibited high impedance measurements. No intervention was performed. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Correction: section b5 and h6- 1456q/86 (sn (B)(6)) exhibited high impedance measurements only.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the left ventricular (lv) lead exhibited noise and high impedance measurements. No intervention was performed. The patient had no adverse consequences.